Event description:
It was reported that the internal paddles were broken. There was no reported patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which ordering information was provided for replacement paddles. Upon conclusion of the evaluation, it was determined that this was a malfunction of the internal paddles, the replacement for which ordering information was provided. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the internal paddles were broken. There was no reported patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which ordering information was provided for replacement paddles. Upon conclusion of the evaluation, it was determined that this was a malfunction of the internal paddles, the replacement for which ordering information was provided. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such. The device remains at the customer site and no further evaluation is warranted at this time.